Manufacturer narrative:
Device is in the process to be returned.

Event description:
On november 30 2017 the manufacturer was notified of the following event: a perceval valve size 23 was implanted on (B)(6) 2017. In the post operative a paravalvular leak was detected. On december 12, 2017 the manufacturer was notified that the perceval valve was explanted.

Manufacturer narrative:
Per communication on (B)(6) 2018 contact cannot be made with the hospital thus the valve is unavailable for return. The partial manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4) were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the document review performed, no manufacturing deficits were identified. However, because the device was not available for return, no further investigation can be performed and the root cause of this event cannot be determined. Device not received.